Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the dexcom g6 user guide - taking higher than the maximum dose of acetaminophen (e.g. > 1 gram every 6 hours in adults) may falsely raise your sensor glucose readings.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 260 mg/dl, and the meter bg reading was 33 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 33 mg/dl. Customer was transported by paramedics to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline to address bg level. The customer was released from the hospital the next day (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, the customer had taken over 1,000 mg of acetaminophen which are known to affect cgm values. Tandem technical support educated the customer on labeling guidelines. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.